Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a vicm5 12.6, -10.50 diopter, implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed within the same surgery, on (B)(6) 2019. A replacement lens was implanted on (B)(6) 2019. Per reporter, "second lens implantation was smooth and patient is doing well and happy."

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found the optic torn, haptic torn and the lens torn in two pieces stuck together. Claim#: (B)(4).